Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that on (B)(6) 2021, during implant lead noise, loss of capture and inappropriate sensing was observed. The lead was not long enough, and the decision was made to use another lead. All measurements were fine. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that during the implant, intermittent capture, high pacing thresholds, sensing anomaly, and noise was observed. It was also noted that after the lead was placed in the device it had bend or curve with no lead wrap and when tested through device, had high thresholds and lead noise.